Event description:
Patient reported unknown side "patient learnt about the recall", "suffered a huge psychological shock, due to the insecurity of the possibility to develop cancer or any other complications, suffered moral damages, because the cancerous risk of the prostheses left her terrified, with anxiety and fear crises" and "complaining about pain". Later patient representative reported "patient presented pain and breast hardening, which were symptoms compatible with capsular contracture", "patient started to feel pain and breast hardening on breast", "breast sagging after breastfeeding" which is not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.